Event description:
Customer reported a filament calibration error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the filament driver pcb. System operates as intended.